Event description:
It was reported that there was high impedance, increased threshold, noise, and a high number of short intervals which could indicate oversensing. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing. One - ventricular nst=160 ms on (B)(4) 2011 00:59:41.